Manufacturer narrative:
The t:flex cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Additionally, tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 450-500 units of insulin. Subsequently, the customer reported filling the cartridge with cold insulin, and stated that the cartridge may have been overfilled. The customer reloaded the cartridge and received an accurate fill estimate. The customer's blood glucose level was 143 mg/dl.